Manufacturer narrative:
The single-use device (implant) was deployed under normal conditions.

Event description:
On (B)(6) 2019, neotract was contacted by a patient who had a prostatic urethral lift (pul) procedure approximately 6 weeks prior. One week post-procedure, the patient presented to the emergency room due to pain and bleeding where he said he received a blood transfusion (3 units). The patient did not provide information on any other intervention, but stated that the issue resolved and reported to be doing well. No additional information was obtained despite multiple attempts.